Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with intraperitoneal ancef (1000 mg once daily for five days) and intraperitoneal fortaz (1000 mg once daily for five days) for peritonitis. Four days after the event, the ancef was discontinued. It was reported, unspecified symptoms were still present eight days after the event. As a result, the patient was administered a one-time dose of intraperitoneal vancomycin (1000 mg) for peritonitis. The fortaz (1000 mg once daily for five days) was continued until the twentieth day post event onset. Action taken with therapy was not reported. The cause of the peritonitis was unknown; however, the patient was retrained on aseptic technique. At the time of this report, the patient was recovering. No additional information is available. This is report 1 of 4.